Event description:
The customer contact reported that the pump did not sound an audible alarm tone during the alarm condition while on the low volume setting. The pump was returned to the biomedical engineering department with an unsigned note that stated, "pump was making high-pitched noise". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing, at the user facility, the pump did not sound an audible alarm tone during an alarm condition while on the low volume setting. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. The device did not sound an audible alarm tone while on the low volume setting. This was due to a broken lead connector on the piezo alarm assembly.